Event description:
It was reported that the right ventricular (rv) lead was suspected to have fractured due to high rv and superior vena cava (svc) coil impedance alerts. The rv lead was capped and replaced with a new lead that was found to be too short for the patient. Therefore, the lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.